Event description:
It was reported that a pump problem occurred. A stopped pump error occurred during an update. The healthcare professional (hcp) updated the ¿pumps¿ successfully with the correct information and resolved the issue. The patient had no new symptoms, and the hcp mentioned that the patient had chronic right rib and axilla pain. The patient recovered without permanent injury. The pump was used to infuse clonidine, bupivacaine, and morphine (unknown). No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).